Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling, pustules, drainage and an infection underneath the sensor pod area. The infection was located directly under the sensor insertion area and extended beyond the site, with visible redness and streaking down the arm. The patient sought medical care at the physician¿s office for evaluation of the condition. The treating physician evaluated the affected area and determined that the infection required immediate treatment. The physician performed incision and drainage, removing pus from the site, applied a dressing, and wrapped the affected arm. The patient was prescribed an oral antibiotic cefdinir 300 mg, to be taken twice daily. At the time of the call, the patient reported that his arm remained wrapped and that he was still recovering from the infection. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.